Event description:
It was reported that an infusion of tpn, containing lipid, was initiated to an nicu pt. Within thirty (30) minutes, lipid was observed seeping from the device's air vent, and air was noted in a (unspecified) line. No lipid was observed (past the device) in the "giving" (extension) set toward the cannula. Flow was only observed from the syringe into the device. No effects on the pt were reported.